Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and a definitive cause for the reported gripper actuation issue could not be determined in this event. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The customer reported the clip was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed for gripper actuation issues. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was prepared per instructions for use (IFU) and no issues were noted. The clip was positioned to grasp the leaflets. It was noted that one gripper could not be seen raising or lowering. The gripper lever was retracted to the blue line, and then pulled back passed the blue line in increments; however, the gripper could not be seen to raise or lower. The device was removed without issue. A second cds was prepared and the clip was able to be implanted. The mixed mr was reduced from grade 4 to grade 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.